Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to dislodgement. The lead couldn't be repositioned, so a new one was implanted. The ide lv lead was also removed at the same time, also for dislodgement. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.